Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 400 mg/dl after being treated for the low. The customer did not mention how they were treated for the low, but they used the pump to treat the high. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer felt the low was caused by incorrect pump settings that were giving her too much insulin. The insulin pump will not be returned for analysis.